Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Age of device: 1 year, 3 months, 11 days the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that manufacturer's technical service representative reviewed the log files and observed a 'no external power' and 'low power hazard' events on (B)(6) 2018. Patient did not recall whether mobile power unit (mpu)'s power cord came loose from the back of mpu or the wall. Patient was not using vlock cable. Mpu will not be returned for evaluation. Patient was asymptomatic. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported events of a no external power alarm were confirmed based on the evaluation of the submitted system controller log file. The log file contained events recorded from (B)(6) to (B)(6) 2018 where a no external power events were recorded on september 4, 5, and 6. The associated voltage levels indicated that the event occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu-25365 was not returned for evaluation and a specific root cause for the vent was not able to be determined. According to the additional information the patient was not using a v-lock ac power cord and was not able to determine if the events was due to a loose ac power cord at the mpu or at the ac outlet. A new stile ac power cord with a v-lock is available to prevent accidental ac power cord disconnects. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.